Event description:
A customer contacted stryker to report that their device had locked up during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Stryker product analysis center further evaluated the removed part and was unable to verify the reported issue. Further root cause could not be determined.

Event description:
A customer contacted stryker to report that their device had locked up during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.